Event description:
During an colonoscopy, the physician used a cook acusnare polypectomy snare. It was reported [that] where the handle and the wire meet, the wire was twisted inside the sheet which made it impossible to close [snare head difficult to advance and/or retract]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a red biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare retracted into the sheath. The device would advance and retract with some resistance when the handle was manipulated. The sheath was noted to have a very minor kink/buckle at the base of the handle. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test with the device was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut and coagulated simulated tissue as expected, with very slight resistance when snaring the polyp. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use contains the following information to assist with proper setup and use of the device: "fully retract and extend the snare to confirm smooth operation of the device." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.